Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.

Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a male of unknown origin. The patient was taking an unspecified medication for treatment of an unknown indication. In 2007, the humapen ergo teal/clear pen body (lot 0601a01) with a clear cartridge holder attached was received at the manufacturer with a complaint that the injection screw was not moving. This humapen ergo, teal/clear open body with a clear cartridge holder attached is associated with another device. The person operating the device was not known. It was unknown if the person was trained. It was unknown how long they have used this device model. Device returned to manufacturer on 30-aug-2007, investigation of the returned device found two broken clear cartridge holder engagement tabs. Update 26-sep-2007: after internal review on 26-sep-2007: added the statement regarding two broken engagement tabs to narrative.